Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 416mg/dl and a no delivery alarm. Customer indicated that the insulin pump has already been replaced. No further details given.